Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994, serial/lot #: (B)(6); product ID: 9735994r, serial/lot #: (B)(6): h3: a manufacturer representative went to the site to test the equipment. In summary, the router was changed. Codes fdm b01, fdr c04, fdc d02 are applicable to this analysis. D9, h3: the hardware (9735994, (B)(6)) was returned and analysis was performed. All six ports pinged without issue. The wi-fi functioned as intended. It passed validation. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. The hardware (9735994r, (B)(6)) was returned and analysis was performed. All ports pinged and wi-fi functioned normally. However, it would not pass validation. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the manufacturer repr esentative was unable to connect to the network using a wired connection. When looking within the configuration and refreshing, it would intermittently display the system's static information but would remain disconnected. In self-test mode, the manufacturer representative saw that the wifi client endpoint and firewall router would intermittently show a mismatched firmware. They replaced the ethernet bulkhead but there was no change. Troubleshooting steps were performed. The manufacturer representative ensured that the ethernet cable was working by checking its function with another system. They bypassed the ethernet bulkhead and plugged into both the network isolator and router wide area network (wan) port with no change. The probable cause of the issue was suspected to be due to the router. No patient involvement was reported.